Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the right ventricular lead exhibited unspecified sensing issues. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of unspecified sensing issue was confirmed. External insulation abrasion was noted at 2.1¿12.6 cm, 17.0-17.8 cm, and 42 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. A fracture of the conductor was noted at 20.5 cm and 23.3cm from the connector pin consistent with fatigue fracture. This fracture and insulation abrasion is consistent with the observation from the field of an unspecified sensing issue.

Manufacturer narrative:
Correction - g4 the awareness date should have been jan 20, 2021 and not jan 15, 2021 correction - external insulation abrasion was noted at 12.1¿12.6 cm and not 2.1¿12.6 cm